Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 12mmx2.25mm nc quantum apex balloon catheter was used for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 12mmx2.25mm nc quantum apex balloon catheter was used for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that the the device was completely removed from the patient's body through guide catheter.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 12mmx2.25mm nc quantum apex balloon catheter was used for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that the the device was completely removed from the patient's body through guide catheter.

Manufacturer narrative:
Age at the time of event: 18 years or older.